Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 100% stenosed, de-novo lesion located in the moderately tortuous mid left anterior descending (lad) artery with a 3.00x8mm apex balloon catheter. The physician did experience difficulty crossing the lesion with the apex balloon catheter. Once the balloon had crossed the lesion, the balloon ruptured on the first inflation at 4 atms after being inflated for five to ten seconds. The device was removed intact. Pre-dilation was performed with a different device and the procedure was completed with the implantation of a 3.00x16mm taxus liberte stent. There were no reported pt complications or changes in hemodynamics. The pt status is listed as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).